Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the cardia during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but would not detach from the catheter to deploy. It was noted that the handle was opened and closed in order to push the scope in. The clip eventually detached from the catheter after putting a lot of force on bending the tip of the scope. The procedure was completed with this device. There were no patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: it was also noted that the sheath was attempted to be completely removed prior to the procedure which is not indicated in the instructions for use. As per hemostasis clip device instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.